Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. At this time, the rv lead has been surgically abandoned and replaced. No additional adverse patient effects were reported.